Manufacturer narrative:
The devices were not returned for evaluation. The lot numbers for the devices are unknown so a DHR review cannot be performed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a small right apical pneumothorax following a superdimension procedure. Chest x-ray one hour later showed the pneumothorax was unchanged. Chest x-ray two hours later showed pneumothorax was stable and patient remained asymptomatic. Return visit the following day showed pneumothorax had resolved per x-ray report. If additional information pertinent to the incident is obtained a follow-up report will be submitted.